Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd pbbcs, the device experienced retraction issues (the button would not engage). The following information was provided by the initial reporter. The customer stated: the nurse was using one of our push button blood collection devises. She complained about it not being as good as the old type she used to use. She said it did not retract.

Event description:
It was reported when using the unspecified bd pbbcs, the device experienced retraction issues (the button would not engage). The following information was provided by the initial reporter. The customer stated: the nurse was using one of our push button blood collection devises. She complained about it not being as good as the old type she used to use. She said it did not retract.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. The complaint could not be confirmed and the root cause is undetermined.